Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the safety mechanism failed post use on a 25 g x 1 in. Bd eclipse¿ needle. No injury or medical intervention.

Manufacturer narrative:
Device information: three representative samples were returned with lot# 6109281 UDI# (B)(4) creation date: 04/18/2016 exp: 04/30/2021 which is different from the initial reported lot#. Results.: three representative samples (sealed package) batch# 6109281 received. Further evaluation on the sample and no safety shield disengaged and no damage was observed. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is 3 representative samples (sealed package) batch# 6109281 received. Further evaluation on the sample and no safety shield disengaged and no damage was observed. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6078072. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. For tuas eclipse needles from 2/1/15: capas (B)(4) were opened to identify and address the potential causes of safety shield disengagement. Additionally, field action notification (B)(4) was initiated and a product advisory letter was sent on 12/29/2016.